Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/04/2013 with the following findings:. The keypad was observed to be intact with no evidence of tears or peeling. All buttons responded appropriately to testing. The keypad was removed and there was no evidence of contamination observed under the key contacts. The audio bolus button cover was observed to be missing. An audible reading was prohibited due to missing audio bolus button cover. There was evidence of moisture contamination observed on the underside of the battery cap. A leak test revealed a leak at the missing audio bolus button cover. The pump case was removed and evidence of moisture contamination was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. After exposure to moisture, the keypad is not responding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.